Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved contributed to the adverse events described in the article, specifically: prolonged ileus, hematoma, seroma, infection, reoperation, recurrent hernia? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used vicryl suture?

Event description:
It was reported in a journal article that the patient underwent an open incisional abdominal hernia repair procedure between 2009 and 2014 and the suture was used interrupted to close the anterior rectus sheath. The patient experienced post-operative complications such as prolonged ileus, seroma, hematoma, infection requiring early or late mesh removal, and/or hernia recurrence. Additional information has been requested.